Event description:
Patient complained of tissue inflammation and irritation after placement of porcelain-fused-to-metal crown (medwatch 1016271). Patient was treated by two dentists, one who placed the crown and a second who removed it .